Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed autofill failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
It was later noted by the getinge service territory manager (stm) that the reported event appeared to have been a user error. It was noted that the customer must have removed the patient circuit while the iabp unit was pumping which caused condensation to build up in the iabp unit.

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed autofill failure. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Corrected fields: d5, e2 & e3 (to be left blank, occupation & health professional it's unknown).

Manufacturer narrative:
A getinge service territory manager (stm) was dispatched to investigate, and found auto fill errors in the logs. Upon further inspection, it was discovered that the unit had a lot of condensation causing the auto fill issues. The stm performed the condensation removal procedure as outlined in the service manual, and then a complete system checkout was executed to include leak testing. Unit passed all testing, and was then put on a trainer. The unit performed normally on the trainer and auto filled several times with no problems. The iabp was cleared for clinical use, and has been returned to the cath. Lab. The full name is (B)(6).

Event description:
It was reported that during use on a patient, the cs300 intra-aortic balloon pump (iabp) displayed auto-fill failure. There was no harm, or injury to the patient, and no adverse event was reported.